Manufacturer narrative:
H.6. Investigation summary: bd received no customer samples and no photos in support of this complaint therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Bd was unable to confirm the customer¿s indicated failure modes based on the investigation completed. The defects were not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when the test tube was checked before blood collection, it was found that the cap of the tube had fallen off.